Event description:
It was reported that during a bronchoscopy with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc beamer 2, with an electrosurgical unit (esu/generator) model icc 350, part number 10128-000. A flash fire occurred which caused tissue to be burned in the pt's tracheobronchial region. The oxygen concentration was not reduced as it should have been prior to the activation of the electrosurgery equipment.